Event description:
The philips bench received a device with a speaker malfunction issue. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported.